Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported tamponade, aortic thrombus and low flow alarms, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6)2 020. The heartmate 3 lvas instructions for use is currently available. Section 1 of this document lists arterial non-central nervous system (cns) thromboembolism and pericardial fluid collection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, and lists thromboembolism as a potential late postimplant complication. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the only treatment for the patient's aortic thrombus had been IV heparin. No other treatment had been provided as of 05mar2021. The patient was still being monitored in the ICU.

Event description:
It was reported that the patient was started on intravenous heparin the morning on (B)(6) 2021. The patient had an international normalized ratio (inr) of 1.8 and was exhibiting signs of tamponade with low flow alarms present on their controller. The patient was taken to the operating room, their left thoracotomy site was reopened, and a clot was removed. A source of the tamponade was not found. The site was closed and the patient was transferred to the intensive care unit (ICU). It was reported that patient was found to have an aortic thrombus on (B)(6) 2021. No surgical intervention would be performed at that time as the patient was being treated with intravenous heparin.